Event description:
Customer reportedly received the following results on the aviva combo system within 10 minutes: 263 mg/dl, 93 mg/dl, and 253 mg/dl. Results were obtained using different boxes of strips, same lot number. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.